Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during first aspiration of the sheath after insertion into the patient, bubbles were formed. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012163483 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issues. Functional testing was performed and no anomalies were discovered. Lab test catheter insertion and retraction into the sheath was performed several times easily without any issues. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05914 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.00902 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00555 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced during testing and the sheath passed the returned p roduct inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.